Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 21 years old and has not been returned to the MFR for repair since purchased. Prior to repair, the device displayed damage to the leading edge. The device was also out of calibration specs at the zero thickness setting on the left side and right side. The unit was also out of side to side calibration at the zero thickness setting. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome was not cutting evenly. There was no report of injury or medical intervention associated with the incident.